Manufacturer narrative:
Investigation description: the device powered on and the motor was able to rewind and prime the full length of the lead screw nut without issue. The engineering logs (see files section) were reviewed and the motor stall alerts were confirmed. In addition to the motor stall alerts, multiple occlusion alerts were found. The device was disassembled and no debris or damage was found. It is likely the issue is related with the user's supplies and not the ilet. The complaint description also lists the device as being able to do a dry run of the motor successfully, further indicating that no ilet malfunction was found.

Event description:
It was reported that the user experienced recurring alert code 38 indicating consecutive stalled motor events on the ilet for approximately two hours, which persisted despite multiple restarts and a guided dry run. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond discontinuation of the affected device and arrangement for a replacement. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected pump motor stall consistent with a device malfunction in the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with undetermined specific component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.